Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. Pma510k# was incorrectly documented in the initial MDR 30 day report. Pma510k# has been updated.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2018 he was unable to check his blood sugar and experienced dizziness, blurry vision, cold sweat, and a loss of consciousness. Customer was treated with glucagon injection and oral glucose (via juice) by an hcp. The customer further reported that an electrocardiogram was performed to check for cardiac arrest. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2018 he was unable to check his blood sugar and experienced dizziness, blurry vision, cold sweat, and a loss of consciousness. Customer was treated with glucagon injection and oral glucose (via juice) by an hcp. The customer further reported that an electrocardiogram was performed to check for cardiac arrest. There was no report of death or permanent impairment associated with this event.